Event description:
It was reported that inadvertent deployment occurred. The 50% stenosed, de novo target lesion was 200mm long and in an eccentric shaped superficial femoral artery (sfa) that was mildly calcified. A 6x 80x130mm eluvia drug-eluting vascular stent system stent was advanced using femoral access over a non-bsc guidewire. The device was correctly purged and during advancement into the guide catheter, it was noted that the stent was already released by the distal part. This occurred outside the patient. The procedure was completed with a different device. There were no patient complications reported and the patient is stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination device. Device evaluated by MFR:returned product consisted of an eluvia self-expanding stent system from batch 22106204. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination that the stent is partially deployed approximately 6mm from the distal end of the middle sheath. There is a kink to the outer sheath at the nosecone. The rack is approximately 2mm from the handle. Microscopic examination did not reveal any additional damages. The handle was opened. There were no abnormalities found when the handle was opened. It was noted that the proximal inner is approximately 18mm from the clip. The rest of the stent was deployed and there were no issues. Fluid residue was found inside the handle. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found no damages that could have contributed to the inadvertent deployment but did find that the pull rack is slightly out.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination device.

Event description:
It was reported that inadvertent deployment occurred. The 50% stenosed, de novo target lesion was 200mm long and in an eccentric shaped superficial femoral artery (sfa) that was mildly calcified. A 6x 80x130mm eluvia drug-eluting vascular stent system stent was advanced using femoral access over a non-bsc guidewire. The device was correctly purged and during advancement into the guide catheter, it was noted that the stent was already released by the distal part. This occurred outside the patient. The procedure was completed with a different device. There were no patient complications reported and the patient is stable post procedure.